Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00065: plate 1, 3025141-2020-00066: plate 2, 3025141-2020-00067: screw 1, 3025141-2020-00068: screw 2, 3025141-2020-00070: screw 3, 3025141-2020-00071: screw 4, 3025141-2020-00072: screw 5, 3025141-2020-00073: screw 6, 3025141-2020-00074: screw 7, 3025141-2020-00075: screw 8, 3025141-2020-00076: screw 9, 3025141-2020-00077: screw 10, 3025141-2020-00078: screw 11, 3025141-2020-00079: screw 12, 3025141-2020-00080: screw 13, 3025141-2020-00081: screw 14, 3025141-2020-00082: screw 15, 3025141-2020-00084: screw 17, 3025141-2020-00085: screw 18, 3025141-2020-00086: screw 19, 3025141-2020-00087: screw 20, 3025141-2020-00088: screw 21, 3025141-2020-00089: screw 22, 3025141-2020-00090: screw 23, 3025141-2020-00091: screw 24, 3025141-2020-00092: screw 25, 3025141-2020-00093: screw 26, 3025141-2020-00094: screw 27, 3025141-2020-00095: plate 3.

Event description:
A healthy patient with strong bone was implanted with 2 distal humerus plates, 1 olecranon plate and 27 screws. The patient was casted for six weeks. At the follow up, it was determined that sometime post op, three screws broke, and multiple screws pulled out. All hardware was removed in a revision surgery.